Event description:
Reportability changed based on product analysis completed on august 01, 2008. It was reported that during a percutaneous coronary interventional procedure, withdrawal difficulties were encountered. The lesion being treated was a 99% stenosed, calcified lesion in the tortuous mid left anterior descending artery. Ablation was performed successfully. During removal of the burr and floppy rotawire in dynaglide mode, the burr and wire became stuck, however, they were successfully removed from the body as one unit without any further difficulty. The procedure was successfully completed with this device and no patient complications were reported. Patient status was reported as 'good'. Product analysis found a distal tip fracture.

Manufacturer narrative:
The guide wire was received with the spring tip section missing and not returned for analysis. Kinks were observed at proximal area. A sample containing the fracture site was sent to the analytical laboratory for fracture analysis. The scanning electron microscope (sem) analysis concluded "fracture occurred in s shear/tear direction as a result of the wire coming into contact with some external object causing excessive side loading". The type of fracture indicates the fracture was not due to the wire's interaction with the burr. The device history record was not reviewed since the lot number was not reported. The exact root cause could not be determined with the conducted investigation; therefore the root cause is undeterminable.